Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850aeu respiratory humidifier had "produced huge condensation in inspiratory tubing." The humidifier was used in conjunction with drager babylog ventilator. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint mr850aeu respiratory humidifier and its accessories were returned to fph service centre in (B)(4) for inspection. The returned devices were performance tested for about 12 hours. Results: no condensation build up was observed when the subject humidifier and its accessories were performance tested. Conclusion: the reported fault was not replicated as the humidifier and its accessories functioned normally during testing. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Following the testing, the subject humidifier was returned to the distributor.